Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for original complaint - litigation papers allege the patient suffered pain, discomfort and elevated cobalt and chromium levels in his blood as a result of implantation with the asr hip implant. The patient has been injured by excessive levels of chromium and cobalt in his blood. Update received 05/20/2016 the sales rep has reported the revision surgery. Patient was revised to address discomfort and elevated metal ion levels. There is no new information that would change the existing MDR decision. Updated cup/head and added sleeve/stem.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.